Event description:
Customer reported that his insulin pump was not working correctly and it was alarming low reservoir and motor error. Customer stated that the insulin pump had incorrect time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.